Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed; the deice exhibits signs of use and is fractured. The fracture analysis suggests possible fatigue fractures and the element analysis confirmed the material to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: segmental male/female taper, catalog # 00585004603, lot # 62609840; segmental articular surface, catalog # 00585002012, lot # 62643768; segmental femoral component, catalog # 00585001202, lot # 62384767; segmental stem collar, catalog # 00585204030, lot # unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted. In transit.

Event description:
It was reported the patient underwent initial knee arthroplasty. After asymptomatic period, the patient started experiencing pain up towards the upper thigh. Subsequently, the patient was revised. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
It was reported the patient underwent initial knee arthroplasty. After asymptomatic period, the patient (without a traumatic history) presents pain in the thigh at the level of tip of the femoral stem. Subsequently the patient was revised due to a fracture of the tip of the curved femoral stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was further reported that the patient was revised due to a rupture in the femoral stem.